Manufacturer narrative:
(B)(4). The patient is a pediatric patient. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set was experiencing a leak from not clamping the extension line. Epinephrine and milrinone were being used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reporter stated that after priming the line, the user did not clamp the extension set in addition to the roller clamp of the primary tubing, which resulted in the filter emptying out of the extension set and the fluid flowed onto the floor. Should additional relevant information become available, a supplemental report will be submitted.